Event description:
The customer reported that while processing an hbsag plate on osp the technician reported that the osp reported patterned reactives in wells g1,g4,g7 and g10. No error was generated. No death or serious injury was associated with this complaint.